Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement umbilical was shipped to the site. After replacing the umbilical, the medtronic representative performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Investigation of returned suspect device found that the failure was electrical. The umbilical was bench tested for continuity and validation. The continuity test passed; 100t test passed; the gbit test failed. The gbit test showed on the validator that lines 1 & 2 were open. Both gbit and 100t testing were performed using a cable validator-nt900. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the image acquisition system (ias) pendant was displaying a "connected not ready" message. The site representative verified to technical services via a troubleshooting phone call that the mobile view station (mvs) was powered on and the umbilical was plugged in. The site also disconnected then reconnected the umbilical and restarted the system 6 times which did not resolve the issue.